Manufacturer narrative:
Patient's surgery did not take place on (B)(6) 2019 as previously reported. Surgery was rescheduled for a later date,

Event description:
Follow-up information revealed the patient's ipg surgery did not take place on (B)(6) 2019 are previously reported. The surgery was rescheduled for a later date.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was repositioned.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up information revealed the ipg was re-positioned due to discomfort.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is scheduled to undergo surgical intervention on (B)(6) 2019 wherein the ipg will be repositioned (reason unknown).

Manufacturer narrative:
Correction: event description section: "related manufacturer reference number: 1627487-2019-08597" should have been in previous report; date of explant should have been included in previous report; based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The ipg was revised on (B)(6) 2019, but become inoperable immediately after the revision and was explanted (related manufacturer reference number: 1627487-2019-08597).